Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that a patient experienced retinal ischemia and vision loss one day postoperatively. Add'l info has been requested.